Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 2.25x32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. An 0.014 inch guidewire, verified with snap gauge, was loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-oct-2020. It was reported that difficulty advancing was encountered. The target lesion was located in the left circumflex coronary artery. A 2.25x32mm promus element plus drug-eluting stent was selected for use. However, the device could not reach the target lesion after several attempts due to severe tortuosity and calcification in the vessel. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable. However, returned device analysis revealed stent damage.